Event description:
It was reported during the implant procedure that the lead was attempted but not used as the lead broke near the connector pin. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, the visual inspection revealed that the connector pin was broken.